Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During ablation, thrombus formation was noted. The catheter was replaced and the issue resolved. The procedure was completed without patient consequence. The patient did not exhibit any neurological symptoms since the procedure was completed. The smart ablate generator was set to power control mode. There were no error messages. The device was inspected and red/brown material was observed on the dome. This is related to the thrombus reported by the customer. Then, during the second visual inspection, no residue of thrombus was observed. This is related to the decontamination process. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the thrombus observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the procedure. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on the event on (B)(6)2019 . During ablation, thrombus was confirmed. The patient did not exhibit any neurological symptoms since the procedure was completed.the smart ablate generator was set to power control mode. There were no error messages. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 4/19/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30151656l number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and thrombus formation occurred. During the procedure, thrombus formation was noted. The catheter was replaced and the issue resolved. The procedure was completed without patient consequence. The thrombus was assessed as a reportable issue. The biosense webster, inc. Product analysis lab received the device for assessment and noted on april 25, 2019 that the device was returned in the condition reported as there was red and brown (thrombus) material on the dome of the catheter. This issue remains reportable.